Event description:
It was reported that one day after implant, the right atrial lead presented with high threshold and oversensing. It was then discovered that the lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.